Manufacturer narrative:
Place of manufacture rating: no product will be returned as it will be examined at the hospital in pathology. If relevant additional information/investigation results are nevertheless available, an additional medwatch report will be submitted.

Event description:
It was reported that a ventricular catheter (# fv077p) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the progav 2.0 belonging to the catheter could not be adjusted. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant's device will not be returned to the manufacturer for evaluation as it will be examined at the hospital in patology. No patient complications were reported as a result of the revision procedure. No patient data are known. Same event as # 3004721439-2024-00120.